Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated by a programmer and the printout showed that it reached elective replacement indicator (eri). A capacitor reformation was done and five minutes later another programmer printout showed this ICD reached end of life (eol). Premature battery depletion was suspected. A review of the device's memory showed the device reached eol due to charge time, but a subsequent charge time lower than the eol indicator changed the device's status back to eri. This is normal device behavior. This device was explanted and replaced. This device will be returned to boston scientific for analysis. There was no report of adverse patient effects associated with the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, implantable cardioverter defibrillator (ICD) memory was reviewed. We confirmed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by a charge time in excess of the 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.